Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of an undisclosed mentor smooth gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant by a medical professional. As a result, the patient underwent 585cc mentor memorygel boost breast implants on (B)(6) 2023. The date of implantation was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 20, 2023, mentor received the following additional information. Updated patient age at the time of event: 55; ethnicity: not hispanic/latino; race: white; date of implantation: (B)(6) 2010. The date of implantation was provided to mentor as a best estimate. Additionally, the patient was diagnosed with bilateral capsular contracture of the breasts with undisclosed baker grade ratings. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-14352 for the contralateral event. On november 28, 2023, the identity of the suspect medical device was provided as the following. Size: 800cc; brand name: mentor memorygel breast implant; catalog: 3508004bc; lot: 5978867. A manufacturing record evaluation (mre) was performed for lot 5978867, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, the mentor analysis lab received the suspect medical device for evaluation. On (B)(6) 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device visual analysis of the returned sample revealed that the breast implant was found ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).